Event description:
Pt alleges receiving breast implants on mar 11, 1990 of an unk MFR. Pt also alleges "it hurts a lot and I feel pain frequently, besides the aesthetics problems. The right side utterly fallen away, the implant moved under the armpit. The left side is encapsulated, hard as a stone, raised up." She alleges a defect on her breast.